Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to be torn and leaking, approximately 8.4mm from the nail head, causing corrosion and insufficient battery voltages. The pod data does not show any timeouts or drive stalls. Although the data does not show struggle to deliver insulin, an internal tear disrupts proper drug delivery and can therefore be confirmed as the root cause of this failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 20 mmol/l (360 mg/dl) after wearing the pod between 4 and 24 hours on the leg.